Event description:
Same case as MDR ID 2134265-2013-02241. It was reported that during a rotational atherectomy treatment procedure a guide wire fracture occurred. The lesion being treated was located in the right coronary artery. After some burr rotation, the rotawire broke and caused a coronary perforation which required pericardial drains. The patient fibrillated and died. The broken part of the rotawire is still inside the patient. The cause of the death is unknown at this time.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-02241. It was reported that during a rotational atherectomy treatment procedure a guide wire fracture occurred. The lesion being treated was located in the right coronary artery. After some burr rotation, the rotawire broke and caused a coronary perforation which required pericardial drains. The patient fibrillated and died. The broken part of the rotawire is still inside the patient. The cause of the death is unknown at this time.

Event description:
Same case as MDR ID 2134265-2013-02241. It was reported that during a rotational atherectomy treatment procedure a guide wire fracture occurred. The lesion being treated was located in the right coronary artery. After some burr rotation, the rotawire broke and caused a coronary perforation which required pericardial drains. The patient fibrillated and died. The broken part of the rotawire is still inside the patient. The cause of the death is unknown at this time.

Manufacturer narrative:
Upn corrected from (B)(4) to (B)(4). Device manufactured date corrected from 02/14/2012 to 02/10/2012. Catalog/model #, device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., updated. Device evaluated by MFR: the rotawire unit was returned. Visual and tactile inspection was performed and the device presents kinks along the body and the distal end is missing. Dimensional inspection was performed and the outer diameter measurements are within the specifications. The returned device was sent for external lab analysis to determine the fracture failure mode. The external lab returned the following results: the wire sample presented evidences of bending as the mode of wire failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
MFR site name corrected from (B)(4).